Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoid colectomy, upon closure of the stapler, the window didn't get green. Reopened the stapler without firing and noticed that the anvil has pre-tilted. Kept the stapler inside the patient rectum. Removed the bad tilted anvil from the proximal colon. Opened a new stapler and used the new anvil with the previous stapler then the stapler able to fire. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that part of the crush ring was observed to be crushed. The device under the microscope displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the anvil tilting prior to firing may occur if the device is closed over an excessive amount of tissue which compresses the crush ring. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a secondary condition of knife blade damage that has no relationship to the reported condition. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.